Event description:
It was reported that the system was giving a channel error message and would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board needs to be replaced. No conclusion can be drawn as repair information is unavailable.